Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) exhibited a dislodgement and high pacing thresholds, as a result this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was analyze how ever the allegations could not be confirmed, the lead passed the continuity and the electrical tests. As expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) exhibited a dislodgement and high pacing thresholds, as a result this lead was explanted and successfully replaced. No additional adverse patient effects were reported.